Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was report that this pacemaker system was explanted due to device migration and high out of range pacing impedance of greater than 3000 ohms. During an in office follow-up, the patient reported the device migrated down to axillary region, and had to manually pushed the device back into place. The physician advised the patient to minimize arm movement. Subsequently, the device was explanted. No additional adverse patient effects were reported.